Manufacturer narrative:
RMA issued. Emitter has been replaced and appears to have solved the issue. No parts or files have been received by the MFR for further investigation.

Event description:
An operating room staff member reported, at the beginning of an ent case, they were able to register their pt successfully, however, when verifying their suction instrument the system stopped tracking. Tracking details showed an axiem communication error; trouble-shooting the system did not correct the issue. This required the surgery to be re-scheduled. No impact on the pt's outcome was reported.